Event description:
The customer contact reported a delay in therapy due to a blank display and the touchscreen not responding when the stop key was pressed. At an unspecified time, an unspecified channel of the device was programmed to deliver an unspecified concentration of levophed. No specific programming parameters were provided. The other channel was programmed to deliver an unspecified concentration of precedex and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse went to the pt's room due to an unspecified alarm condition and noted the display was blank. The nurse reported that drips were noted in the drip chamber. At that time, the nurse attempted to stop the delivery by pressing the touchscreen; however, it did not respond. At that time, it was reported the pt's systolic blood pressure decreased to 70mmhg. The nurse was unable to provide the pt's baseline vital signs. The device was removed from clinical use. Therapy was resumed after approx 2 minutes, using a new tubing set, container and a replacement device. The pt's blood pressure was reported to increase to an unspecified level after the levophed delivery was resumed. It was reported the pt was admitted to the ICU with an average systolic blood pressure of 100mmhg. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.